Event description:
During right femoral-popleteal bypass cv tunneler was inserted through the femoral incision and passed toward the knee. When the tunneler was pulled back, the disposible tip was missing and the metal bulldog tip of the tunnler had broken off. An additional long incision was made and x-ray was used to locate and retrieve the tip from within tissue.